Event description:
Customer reported that usb port was damaged on the pump. No information was provided regarding blood glucose levels, so there was no reported impact. Pump was out of warranty and the customer decided not to return it. No additional information regarding outcome of the event was received.